Manufacturer narrative:
The evaluation revealed: due to a cut on bending section cover, water tightness was lost. Nozzle was missing. Adhesive on bending section cover was detached. Bending section cover has discoloration. Connecting tube has a buckling. Scope connector cover has a scratch. Grip has a scratch. Suction cylinder was shaved. Light/right angulation control knob is dirty. Upward/downward angulation control knob is dirty- control unit was dirty. Switch button 1 has a scratch. Forceps control lever was dirty. Protector of universal cord on control section side had a scratch . Universal cord had discoloration. Universal cord was sticky. Electric-connector had corrosion. S connector had corrosion. S connector was deformed. Due to wear of angle wire, bending angle in up/down/left/right direction does not meet the standard value. Due to deformation of bending tube, the play of u/d / r/l knob is out of the standard value. Due to clogging of air/water-tube, water supply volume does not meet the standard value. Due to clogging of air/walter-tube, no water is fed. Due to clogging of air/ water-tube, air supply volume does not meet the standard value plastic distal end cover was dirty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus device had a missing nozzle, rusting scope connector, and air water channel block, low angulation, and wrinkles on the connecting tube. Upon inspection and testing of the customer returned device, it was observed the forceps had foreign material and the inside of the light guide lens was dirty. This report is being submitted for the malfunctions found during evaluation. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 13-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to the reprocessing around the forceps elevator by user after the procedure was inappropriate or, since the user did not conduct immediate reprocessing after the procedure, foreign material adhered to the forceps elevator became dried. In addition, related to the dirty lens, it is likely that humidity entered the device through leaking point, which caused components under the lens to corrode, and corrosion remained inside lens as dirt. The event can be detected/prevented by following the instructions for use which state: IFU (reprocessing manual) states on brushing method around forceps elevator as follows: 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet. IFU (reprocessing manual) states as follows: 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Olympus will continue to monitor field performance for this device.